Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges the tip of the catheter detached during a procedure and was seen during an intra-op x-ray. The tip was successfully retrieved and a final x-ray was performed to confirm complete removal of the piece. No additional patient consequences to report.